Manufacturer narrative:
The endowrist stapler 45 instrument has been returned to isi for evaluation; however, at this time the evaluation of the instrument has not been completed. Also, the white stapler 45 reload has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once evaluation of the instrument is completed or if additional information is received. Isi has evaluated the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the site used the endowrist stapler 45 instrument, involved with the reported event, during a subsequent procedure and prior to returning the instrument to isi for evaluation. This complaint is being reported due to the following conclusion: bleeding was observed along the staple line after the endowrist stapler 45 instrument was fired with a white stapler 45 reload installed. The initial reporter indicated that 1 to 2 steaplers appeared to be malformed on the staple line. The surgeon utilized an endoloop device to control the bleeding.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, bleeding was observed from the staple line after the endowrist stapler 45 instrument was fired with a white stapler 45 reload installed. According to the initial reporter, the surgical staff heard a 3-2-1 countdown prior to firing the stapler instrument. In addition, the fire progress bar had filled completely. The initial reporter indicated that the staples went across but did not close all the way. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the initial reporter was present during the unrecorded surgical procedure. The surgeon appeared to have adequately skeletonized the inferior mesenteric artery (ima). The surgeon reportedly did not grab and attempt to staple a large tissue bundle. After firing the stapler instrument, bleeding was observed towards the middle of the ima. At the location of the bleeding, the initial reporter stated that 1 to 2 staples appeared to be malformed while the remaining staples were intact and fully closed. The surgeon was able to immediately control the bleeding by utilizing an endoloop device. The initial reporter indicated that the bleeding was minimal and no additional medical intervention was administered to the ima. The surgical procedure was successfully completed with no reported post-operative complications.

Manufacturer narrative:
The endowrist stapler 45 instrument involved with this complaint was returned to intuitive surgical, inc. (Isi) and evaluated. The instrument was tested in a clinical lab and fired on different tissue types using white stapler 45 reloads. All stapler fires resulted in clinically acceptable tissue approximation, acute hemostasis and transection. The stapled tissues were then cut out from the tissue models and dissolved using chemicals to inspect the staple formations. Two of the three white firings had malformed staples. The instrument was also fired on test foam and a latex test strip. All staples came out correctly and the cut lines were successful. Replication of malformed staples was inconsistent in this testing. The root cause of the reported malformed staple issue is still under investigation. A follow-up MDR will be submitted if additional information is obtained. Based on the current information provided, this complaint will remain reportable due to the following conclusion: bleeding was observed along the staple line after the endowrist stapler 45 instrument was fired with a white stapler 45 reload installed. The initial reporter claimed that 1-2 staples appeared to be malformed on the staple line. The surgeon utilized an endoloop device to control the bleeding. The endowrist stapler 45 was returned to isi, evaluated, and the issue of malformed staples was replicated.